Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by a philips biomedical engineer (bmed) which included on-site evaluation of the unit. It was determined device intermittently provided unstable or inaccurate values. The bmed performed self-test to confirm the module was functional. Once it passed, the bmed performed a static calibrations for nbp. Once completed, the bmed performed a general check and confirmed the temperature was reading accurate values. The bmed restarted device and performed one more self-test and calibrations. All parameters passed, and device can now acquire accurate nbp readings. The system returned to working specification. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be a configuration issue. The reported problem was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that device gives different numbers/values every time for nibp- needs recalibration. The device was in use on a patient at the time of the event, there was no adverse event reported.